Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf uni tib tray sz d lm PMA catalog #: 154724 lot #: 641360, medical product: oxf anat brg lt md size 5 PMA catalog #: 159549 lot #: 166580. Associated products: medical product: reciprocating saw blade oxfordâ¿¢ recip, strykerâ® hub. Catalog #:506113. Lot #: 945246. Medical product: keel-cut cemented oxfordâ¿¢ recip, strykerâ® hub catalog #: 506109. Lot #: 946309. Medical product: cobalt hv bone cement 40g catalog #: 402282 lot #: 979440. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00699, 3002806535-2019-00701. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to unknown reasons.